Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the proglide device was inserted into the patient anatomy and no blood flow was noted at the marker lumen; however, pulsatile blood flow was noted at the quick cut mechanism. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak at the quick cut was not confirmed. The marker lumen blockage was confirmed. The investigation determined the reported marker lumen blockage appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the proglide device was not flushed prior to use. Additionally, the proglide device was not used for pre-close technique; however, was used to close the puncture site on the opposite common femoral artery used for the transcatheter aortic valve implantation (tavi) interventional procedure. No additional information was provided.